Event description:
The distributor contacted heartsine to report that their device's locator pins may be damaged and that their device did not operate as intended during patient event. Bent locator pins may prevent the pad-pak from connecting with the device, which may prevent or delay defibrillation therapy. There was patient involvement reported however no information was presented to indicate the device contributed to the patient outcome.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The distributor contacted heartsine to report that their device's locator pins may be damaged and that their device did not operate as intended during patient event. Bent locator pins may prevent the pad-pak from connecting with the device, which may prevent or delay defibrillation therapy. There was patient death reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the two locator pins on the returned pad-pak were bent inwards towards the pad-pak casing. The pad-pak failed to click into the sam 500p and was loose in the device, as its fitment was impeded by the two bent locator pins. This had resulted in the pad-pak failing to power on the AED, unless it was pressed and held in place. The investigation was unable to determine how or when the damage to the locator pins occurred. However, if the damage to the locator pins was present for the reported patient involved event it would have impacted on performance. The extensive post-market testing of the device by the distributer may have contributed to the locator pins¿ deterioration. The device will be retained by heartsine and the customer was provided with a replacement device. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.